Manufacturer narrative:
Thermogard xp ivtm system s/n (B)(4) was returned to zoll (B)(4) for evaluation. Visual inspection of the system found the handle screw was missing. A review of the event log was performed and found no event to have occurred on the reported event date of (B)(6) 2016. The system failed initial functional testing due to mid 16 (software) error. Upon powering up the console, mid 16 error was displayed. The customer reported complaint of the ivtm system lost power while running was confirmed during functional testing. The root cause was determined to be the ac ground cable to input p/s terminal was not tightened and the screw was loose. The loose screws was repaired at p/s terminals, remedying the reported complaint and allowing the system to function as intended.

Manufacturer narrative:
Zoll has not yet received the zoll console in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Device not received for evaluation.

Event description:
It was reported that during patient use the ivtm thermogard (s/n (B)(4)) lost power. The customer used another (unknown) system to complete the patient's treatment. No patient information was disclosed. No additional information was provided.